Manufacturer narrative:
The insulin pump received intermittent button response due to flattened button dome switch. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No cosmetic damage noted during physical inspection.

Event description:
The customer reported that he had been experiencing unexplained high blood glucose levels. The customer stated that the insulin pump may not have been delivering insulin properly. Blood glucose level at the time of the incident was 548 mg/dl. The customer also reported that the insulin pump's buttons were sticking and the act button was unresponsive. The customer stated that on the morning of the call, he woke up with a low blood glucose level. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.